Event description:
Boston scientific was notified of a matrix coil that was used in conjunction with an excelsior catheter to occlude an aneurysm. The physician noticed that a portion of the coil was protruding from the aneurysm, so he decided to exchange the coil for a smaller one. When attempting to retrieve the coil, it became jammed within the catheter. The physician managed to retrieve the coil and catheter without any harm to the pt.